Event description:
It was reported that a guidewire fractured and the procedure was cancelled. A rotapro 1.75mm was being used for treatment. During preparation for the procedure, the physician noted that the advancer knob was unable to be moved. They attempted to screw and unscrew the knob multiple times, but the advancer knob was still unable to be moved. Upon inspection the physician also noted that there was a white cable that was blocking the path of the advancer knob. The device was replaced with another rotapro, however there were difficulties in loading the burr on to the rotawire. The rotawire was thought to be broken within the advancer of the second rotapro. Due to the issues with these three devices, the procedure was unable to be completed at that time. The sedation status of the patient is unknown.